Manufacturer narrative:
The reported device is not distributed in the united states; however, a similar device is distributed. Therefore, g4 510(k) and d2b procode used is for the similar device 866064, intellivue mx500 patient monitor, gtin 00884838038776 as this information is not available for the reported device. E1 reporter phone #: (B)(6). An evaluation conducted by hospital staff determined that the issue was caused by a malfunctioning blood oxygen (spo2) probe. Upon replacement of the probe, the device resumed normal operation and no further issues were observed. The faulty component was identified as a non-philips blood oxygen probe; the specific part number is unknown. Based on the investigation findings, the device malfunction was attributed to the use of a non-philips accessory. The issue was resolved by replacing the defective probe, after which the monitor was returned to service and functioned as intended.

Event description:
Philips received a complaint on an intellivue patient monitor mx500 indicating that on (B)(6) 2026, medical staff found that the monitor was unable to measure the pulse data, sometimes over 200 and sometimes back to normal. The pulse was extremely inaccurate, which led to an alarm. The device was reported to be in clinical use. No adverse event to the patient or user was reported.